Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked, the main coil was outside the introducer sheath. The introducer sheath was inspected and no anomalies were noted, the twist lock had been opened. The main coil was found kinked and stretched, besides, the fiber bundles had blood residues. The interlocking arm was detached. No more damages were found. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected an no anomalies were found. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked near the interlocking arm; more stretched sections were observed along the main coil. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the delivery wire and main coil that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 03feb2020. It was reported that the coil stuck in the catheter. The target lesion was located in the internal iliac artery. During the procedure, the coil was advanced in a 5fr non-bsc catheter. However, the coil was stuck in the catheter as it could not be pushed/withdrawn. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed detached interlocking arm.